Manufacturer narrative:
Four devices in total were returned for evaluation (two dilators and two twinfix delivery devices without anchors were returned for evaluation. Visual inspections of all four of the devices showed that the devices appeared to have been put through some type of high heat sterilization procedure, as the handles were slightly melted and deformed. Regarding the two twinfix delivery devices, without the returned anchors no further testing can be performed. A review of the device history records were performed which confirmed no inconsistencies. There were no internal processing issues, which could have contributed to the nature of the complaint. A complaint history review has not identified additional complaints for this lot number on file. (B)(4).

Event description:
During a shoulder arthroscopy with open cuff repair while starting awl's, the handle broke during use. The metal shaft of the instruments came away from the green handles. Both twinfix 5.0 ab anchors broke in the patient's bone. Per the malfunction report no patient injury was reported, however, the incident created a 30 minute surgical delay as a backup device was on hand to complete procedure.